Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
The head is faulty...comes of [off] when she is using it, it falls off - oral-b [device breakage] the head is faulty. It doesn't go all the way down - oral-b [device connection issue] case narrative: a relative/friend via phone reported that a female consumer's oral-b toothbrush head did not go all the way down on the oral-b frozen toothbrush, type 3708, and came off when she was using it. No injury was reported.